Event description:
It was reported that the device "failed accuracy" with result of 8.1% above nominal. No known adverse effects to patient.

Manufacturer narrative:
One cadd-legacy 1 pump was returned for with the keypad slightly delaminated and the top rear label missing. Delivery accuracy testing was performed in order to verify the customer's claim. Delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%.